Event description:
The use of lumiscope devices on patients in a psychiatric wards of the hospital to check patient's blood pressures, has given me a skin disease on my left arm. The assistant nurses uses a electronical device that they don't ever been safely clean off before the nurses check the next patient blood pressures. Now I have a rash on my left arm that may be hazardous to my health. I also have my blood pressure check at every doctor visit and I'm not sure of the cleanliness of the facility on the lumiscopes. Psych associates checks my blood pressure with lumiscopes and unsure of the cleanliness of the facility. Diagnosis: blood pressure. Heart rate.